Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00-8775-032-02 ¿ biolox delta head ¿ 2976637, 00784802300 ¿ modular neck ¿ 63771584. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been competed, a follow-up MDR will be submitted.

Event description:
It was reported patient fell and dislocated the hip arthroplasty. Patient then underwent a hip revision approximately 2 months post implantation. During the procedure, the head and neck components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.